Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an intermittent power issue. The customer also stated that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 26-apr-2019 with the following findings: review of the black box data revealed records of power on reset. On investigation, the battery compartment was cracked and the threads on the returned battery cap were stripped. With the damaged cap on the pump, the alleged power issue was duplicated due to the damaged battery cap. A test cap was able to maintain electrical connection for investigation. The pump powered on without alarm and was exercised for 12 hours without any interruption in power. Unrelated to the original complaint, the display screen was noted to be dim/discolored.